Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system placement procedure was performed on (B)(6) 2024. On (B)(6) 2024, the patient presented with discolored urine, stomach cramps, discolored stool, and constipation. An x-ray conducted on (B)(6) 2024, confirmed that the balloon was no longer in the stomach, having passed unnoticed by the patient. The patient's condition was reported to be stable. Note: it was reported that blue dye was used when filling the orbera balloon. According to the instructions for use (IFU) the balloon is placed in the stomach and should be filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf device code a010402 is being used to capture the reportable event of balloon migration. Imdrf device code a1401 is being used to capture the reportable event of balloon deflated.